Event description:
The last follow-up was on (B)(6) 2024, presenting values at normal range and 60 percent battery remaining. On (B)(6) 2025, the patient went to emergency room. The device was presenting eri, without any pacing spike present. Device was replaced by a new one and lead measurements were inside normal range.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reviewed and all production steps were performed accordingly. The final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was subjected to an electrical incoming inspection. During initial interrogation a warning message on the programmer was displayed, indicating an unexpected battery status. Eri had been activated on (B)(6) 2024. Therefore, the pacemaker´s memory content was analyzed, which confirmed an unexpectedly low battery voltage. In a next step the ability of the device to deliver therapies was verified, revealing that no anti-bradycardia therapy functionality was present. During the further course of the analysis, the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies. The battery was found depleted, which caused the lack of anti-bradycardia therapy during analysis. Subsequent thorough investigations of the electronic module revealed a damaged capacitor, which led to an elevated current consumption that drained the battery. In summary, a damaged capacitor was identified during analysis, which led to a fast discharge of the battery. The manufacturing records document a normal device production. It is therefore assumed that the capacitor damage occurred after the device shipment, however the date of occurrence was not determinable.